Event description:
The reporter called and alleged a discrepant result when compared to the lab for two patients. The reported device result was 5.4 inr on 8/7/2006 for patient 1. The reported device results were 5.3 inr on 8/1/2006 and 5.0 inr on 7/19/2006 for patient 2. The corresponding lab results reported were 3.6, 3.7 and 3.7 inr. Coumadin was held for one day. The device was replaced and requested to be returned for evaluation.

Event description:
Coumadin was held for one day after device result.